Event description:
Boston scientific crm received information that this lead was explanted, having only been implanted one day due to high out of range pacing impedances.

Manufacturer narrative:
The complete was returned for analysis. Visual inspection noted a cut in the insulation between the electrode tip unit and distal fitting as well as a cut through ptfe for rate/sense negative coil. The rate/sense negative coil was exposed. The damage appears to be induced. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The allegation of high pacing impedances one day post implant was not confirmed by analysis. Resistance tests confirmed the lead's conductive paths to be in specification.